Event description:
It was confirmed by the technical heart failure specialist team that the patient's cardiomems waveforms were dampened. There were no adverse consequences to the patient. Additional information was requested but has not been provided by the healthcare provider.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.